Manufacturer narrative:
Alleged failure: case delay unit shut off in the in middle of case, 20 of 30 min, pt involved but not affected. Case completed successfully. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board issue. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit shut off in the middle of the case. The patient was involved, but not affected. The case was completed successfully.

Event description:
It was reported that the unit shut off in the middle of the case. The patient was involved, but not affected. The case was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.